Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.   (B)(4).

Event description:
Same case as MDR# 2134265-2018-05675. It was reported that no flow occurred. Vascular access was obtained via the femoral artery. The 100% stenosed, 50mm x 3mm, concentric target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending artery. A 38 x 3.00mm promus premier¿ and 32 x 2.75mm promus premier¿ drug-eluting stents were implanted in the lesion. However, post deployment, no flow in the artery was noted. As per the physician, possibly the stents were placed in subintimal lumen thus, no flow was noted. Three days post procedure, the patient underwent coronary artery bypass grafting and has been discharged from the hospital. No further patient complications were reported and the patient's status was stable.